Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed. The belt had an open green wire in the trunk cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.